Event description:
T was reported that this brady lead was explanted in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with the same model. No additional adverse patient effects were reported.